Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty, cautery was used because the staple line did not stop bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation with reference to devices. A visual inspection of the returned videos noted: bleeding was visible in surgical field, but no abnormalities related to the device were visible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.